Event description:
It was reported that cgm displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed error did not recur, and successfully started new sensor session, with no device return arranged and no further corrective actions documented.